Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support through a pump reset, and subsequently, the error did not reappear, allowing the customer to successfully start their sensor session.